Event description:
It was reported the touch screen of the programmer does not respond to the stylus, and when interrogating, an error message is displayed. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis found that there was no stylus returned with the programmer. Using a known good stylus, the stylus was intermittent and would not align with the screen. A stylus was added, the overlay assembly was replaced and the stylus was calibrated. It was also noted that the programmer interrogated with no errors, programmer connections were secure, the error could not be reproduced but found many errors in the error log. The link electronic module (lem) circuit board was replaced and calibrated as a preventive. Also, the keyboard hinge was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.